Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was any torque being applied to the device during use? No. Nothing unusual in the way he normally use these trocars. This was not a robotic case. What was the patient¿s bmi? (B)(6). Where on the sleeve did the device break? At the tip of the trocar sleeve. What devices were being used in the trocar? Harmonic scalpel. What was the anatomical position of the trocar? Left upper quadrant of abdominal. Are there any intentions of reoperating in an attempt to retrieve the piece? Not at this time. Was the patient¿s post-operative care altered? No. What is the patient¿s current status? Patient doing ok.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, when removing the device, they noticed that the plastic tip of sleeve was broke off. It was reported to the sales rep that they searched for the broken piece in the patient and it could not be found. It is believed the piece is still in the patient. This was at the end of the case.

Manufacturer narrative:
(B)(4). Additional information: = sleeve. The analysis results found that the cb5lt instrument was received with the sleeve melted and broken at the tip. The damage found on the device is consistent with the one produced by an energized device. In order to prevent this kind of damage please avoid the contact with laser, electrosurgical or ultrasonic devices.